Manufacturer narrative:
Date sent 10/21/2004.

Event description:
It was reported that during an unk procedure, the device fired malformed staples. The procedure was completed by add'l suture. Operating time was extended. There was no pt consequence.